Event description:
Update: 9/28/2012 - patient fact sheet was received, which identified birthdate information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Changed complaint to legal.

Event description:
Patient was revised to address acetabular cup loosening.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed at this time.

Manufacturer narrative:
Depuy still considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Event description:
Patient was revised to address acetabular cup loosening. Update: 9/28/2012; patient fact sheet was received, which identified birthdate information. Investigation. Changed complaint to legal. Update: (B)(4) 2012 - revision operative report was received. The patient was revised to address pain, clicking and crepitation. Intraoperatively noted a large fluid collection, mild metallic staining and apparent debris reaction. The complaint was temporarily reopened to add the femoral head. Update: (B)(4) 2012- plaintiff's preliminary disclosure form was received, which identified (part/lot) information. Update: - 02/20/2013 - litigation papers received (B)(4) 2012 allege patient suffered pain and clicking; pain that continued to worsen and significantly impair his ability to perform normal daily activities, walk, stand and event sit; increased metal ion levels; MRI showing trochanteric fluid collection around the left hip; x-ray showing heterotopic ossification.